Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited high pacing impedance. No intervention was performed. Patient status was not reported.